Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the ligamentoplasty acl procedure, the device broke into 3 parts inside the knee of the patient. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The drill head has split in two pieces and has come free from the drill shaft. The break is a clean shear. The actuator wire is spiraled in the forward drilling position. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.